Event description:
It was reported that during a changeout/upgrade procedure the physician attempted to remove the right ventricular (rv) lead through manual traction. Multiple attempts were made to retract the helix of the lead were unsuccessful and at one time the stylet had become stuck/lodged in the lead. The physician was able to remove the stylet and it was decided to cap the lead. The new right ventricular (rv) lead was placed without incident. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: model: 5076-45, lead; implant: (B)(6) 2014. (B)(4).